Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Correction to field f10: impact codes and h6: impact codes.

Event description:
It was reported that the patient with this pacemaker exhibited premature battery depletion (pbd) as device was depleting from 9 months to 7 months in a span of 1 month during the recent checked. Data analysis was requested and showed that the power was running about 350 microwatts and the expected power was about 45 microwatts. Moreover, the device appeared to be malfunctioning, and explant is recommended. The caused cannot be determined from the data. Patient is dependent and now being hospitalized until the device replacement. Furthermore, field representative stated that a generator changed, and a temporary pacer might be considered. Also, was concerned if it could be an integrated circuit (ic) issue and if the lead is getting damaged as well. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker exhibited premature battery depletion (pbd) as device was depleting from 9 months to 7 months in a span of 1 month during the recent checked. Data analysis was requested and showed that the power was running about 350 microwatts and the expected power was about 45 microwatts. Moreover, the device appeared to be malfunctioning, and explant is recommended. The caused cannot be determined from the data. Patient is dependent and now being hospitalized until the device replacement. Furthermore, field representative stated that a generator changed, and a temporary pacer might be considered. Also, was concerned if it could be an integrated circuit (ic) issue and if the lead is getting damaged as well. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker exhibited premature battery depletion (pbd) as device was depleting from 9 months to 7 months in a span of 1 month during the recent checked. Data analysis was requested and showed that the power was running about 350 microwatts and the expected power was about 45 microwatts. Moreover, the device appeared to be malfunctioning, and explant is recommended. The caused cannot be determined from the data. Patient is dependent and now being hospitalized until the device replacement. Furthermore, field representative stated that a generator changed, and a temporary pacer might be considered. Also, was concerned if it could be an integrated circuit (ic) issue and if the lead is getting damaged as well. Subsequently, this device was explanted. No additional adverse patient effects were reported.